Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a longitudinal tear 16mm long starting from the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified below the knee vessel. A 4.0mmx20mmx143cm coyote (nc quantum apex) balloon catheter was advanced for dilatation. However, during first inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified below the knee vessel. A 4.0mmx20mmx143cm coyote (nc quantum apex) balloon catheter was advanced for dilatation. However, during first inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.